Manufacturer narrative:
Unique identifier (UDI), lot number and catalog number are unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified.

Event description:
It was reported that the device had a high pressure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.